Event description:
It was reported on that august 29, the lever that rotates the machine under the gantry was not working. It was reported that the doctor rotated the c-arm using the paddle switch behind the detector but when they released the switch, it continue to rotate. A field engineer examined the device and found lever actuator switch was stuck. The field engineer removed actuator and filed edges. Re-installed lever, verified operation and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.